Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient was at school when his cgm value was ¿starting to drop¿ (no specific cgm value was reported), so the patient¿s father instructed him to take 1.5 glucose tablets as treatment. The patient was wearing an omnipod insulin pump. At an unspecified time later, the patient collapsed and passed out. The patient regained consciousness after approximately 15-20 seconds. The patient¿s cgm and bg meter values were not checked at this time. The patient was taken to the school clinic. At the clinic, the patient¿s cgm was reading 47 mg/dl. No report of a bg meter comparison value being taken. The patient was given powerade to drink and after treatment, the patient¿s bg meter reading was 80 mg/dl. Emergency medical services (ems) was not called and there was no documentation of any assistance from a higher level of care. The patient began feeling better after approximately 45 minutes after drinking the powerade. The patient¿s sensor was also replaced. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.